Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 2 years and 5 months the after dental implant was installed in intraoral region #19, its non- osseointegration was observed. A 20 ncm of primary stability was achieved. The patient presented bone type I.